Event description:
Additional information received indicates the reason for device interrogation was to change the patient¿s morphine dose from 1.98mg/day to 2.5mg/day (concentration: 10mg/ml). The patient was saying the current dose was not effective. The health care provider planned to monitor the patient in the office for pump motor stall recovery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A motor stall was reported and confirmed. The motor stall was caused by a programmer magnet being used to telemetry the pump. The length of the stall was not reported. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.